Event description:
It was reported 688 bd luer-lok¿ tip syringes had unreadable scale markings. The following information was provided by the initial reporter: "during production process we found 688 non-conforming products. 688 (non-conforming products - the scale on the syringes is unreadable)".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 11-apr-2023. Twenty-one samples and two photos were provided to our quality team for investigation. All twenty-one syringes were observed to have print scraped off between the 5ml and 10ml grad lines and the barrels were cosmetically scuffed but the damage did not penetrate the barrel wall. Potential root cause for the scale marking defect is associated with the assembly process. It most likely a component was inadvertently lodged inside an assembly dial via a machine jam that scraped the print off. A device history record review was completed for provided lot number 2084410. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported 688 bd luer-lok¿ tip syringes had unreadable scale markings. The following information was provided by the initial reporter: "during production process we found 688 non-conforming products. 688 (non-conforming products - the scale on the syringes is unreadable)".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.